Event description:
The customer reported that the display was flashing an alarm but there was no audible alarm. No patient harm was reported.

Manufacturer narrative:
(B)(4): replacement of speaker did not resolve this problem, but there was a visible "speaker malfunction" inop. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.